Event description:
On 5/14/2001, the facility's nurse mgr informed the MFR's rep of the following: on the day of the event the device was explanted. Pre-op report states, "malfunctioning device". Nurse mgr stated pt reported being complete with chemotherapy treatment. No further details are available.